Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The issue was due to a faulty cable unit. Additionally, a kink was found on the cable. There was also a crack on the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the autoclavable camera head presented a black screen. The picture was black. The issue was found during preparation for use for a procedure. No patient harm reported. No additional information was available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Cable breakage may have interfered with a stable communication to the processor, resulting in no image. The shipment record for the device was reviewed and no abnormalities were found. The cable breakage may be attributed to user's handling. The instruction for use (IFU) states the following guidelines: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.